Event description:
The pt reportedly has an infection beneath the implant. The pt was treated with antibiotics administered intravenously in the hosp. The child now is reportedly on oral antibiotics and is healing well. The surgeon reported that part of the implant has moved.